Event description:
User attempted to use the disposable breathing circuit on surgical patient. It was noted that the cap that covers the gas sampling port was missing from top of parallel y piece. Circuit was replaced. No patient injury. This is the first problem with the circuits that has been reported. ======================manufacturer response for anesthesia breathing circuit, portex (per site reporter)======================sales rep representative to pick up product.